Event description:
Implant card was received indicating the patient had a prophylactic generator replacement. The explanted device has not been received for analysis to date.

Event description:
The explanted device was discarded.

Event description:
The explanted generator was received for analysis. Generator analysis was completed. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. The device showed no signs of variation in the pulse generators output signal and the delivered the expected level of output. The device performed according to functional specifications.

Manufacturer narrative:
B5. Describe events; corrected data; follow-up report #1 inadvertently omitted that the device was received for analysis. Follow-up report #2 incorrectly reported that the device was discarded. D10. Device available for evaluation; corrected data; follow-up report #1 inadvertently omitted that the device was received for analysis. H6. Evaluation codes; method codes; corrected data; follow-up report #2 incorrectly reported that the device was discarded.

Event description:
It was reported that the patient will undergo replacement. The physician also mentions that the generator placement is quite low and within her breast itself and therefore discussed possible need to make two incisions to locate and re-locate the location. No known surgical intervention has occurred to date. No additional relevant information has been received to date.